Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that circumstances that led to the intermittent electrical shock in their spine was the patient stated they were driving. They stated it was summer and it was extremely warm, but then again they stated it did happen again in the winter. It was reported that the patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, since 2017, the stimulation was shocking the patient intermittently. The patient stated that it was giving off an electrical shock on the spine where the implantable neurostimulator (ins) was hooked in. They were directed to their healthcare professional (hcp) to discuss the shocking issues. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.